Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The field generator emitter was replaced. The navigation system then passed the system checkout and was found to be fully functional. The field generator emitter was returned to the manufacturer for analysis. The reported problem could not be duplicated during analysis. The field generator emitter was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It also passed the accuracy test with an error of 1.185 millimeters. Flexing the cable did not indicate an intermittent opens. It was determined the field generator emitter was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter was not functioning and was not chirping. A different emitter was put into the system and it worked without issue. There was no patient present when this issue was observed.